Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 11-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("strongly positive allergy-test for nickel"), depression suicidal ("depression") and suicide attempt ("nervous breakdown with suicide attempt without acting out") in an adult female patient who had essure (batch no. C68113) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), epicondylitis ("epicondylitis in left elbow") with arthralgia, mental disorder ("nervous breakdown with suicide attempt without acting out"), asthenia ("asthenic"), musculoskeletal pain ("pain in my left elbow and in my right wrist and left knee as well as sharp muscle pain"), migraine ("migraine") and fatigue ("extreme fatigue"). The patient was treated with antidepressants and surgery (hysterectomy and adnexectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, depression suicidal, suicide attempt, epicondylitis, mental disorder, asthenia, musculoskeletal pain, migraine and fatigue outcome was unknown. The reporter considered allergy to metals, asthenia, depression suicidal, epicondylitis, fatigue, mental disorder, migraine, musculoskeletal pain and suicide attempt to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in b)(6) 2017: for heavy metals - strongly positive for nickel. Blood test - in b)(6) 2017: result was not provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 12-dec-2017 for the following meddra preferred term: allergy to metals: the analysis in the global safety database revealed 350 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("strongly positive allergy-test for nickel"), depression suicidal ("depression") and suicide attempt ("nervous breakdown with suicide attempt without acting out") in an adult female patient who had essure (batch no. C68113) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), depression suicidal (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), epicondylitis ("epicondylitis in left elbow") with arthralgia, mental disorder ("nervous breakdown with suicide attempt without acting out"), asthenia ("asthenic"), musculoskeletal pain ("pain in my left elbow and in my right wrist and left knee as well as sharp muscle pain"), migraine ("migraine") and fatigue ("extreme fatigue"). The patient was treated with antidepressants and surgery (hysterectomy and adnexectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, depression suicidal, suicide attempt, epicondylitis, mental disorder, asthenia, musculoskeletal pain, migraine and fatigue outcome was unknown. The reporter considered allergy to metals, asthenia, depression suicidal, epicondylitis, fatigue, mental disorder, migraine, musculoskeletal pain and suicide attempt to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2017: for heavy metals - strongly positive for nickel. Blood test - in (B)(6) 2017: result was not provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 22-aug-2017 for the following meddra preferred term: allergy to metals: the analysis in the global safety database revealed 291 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.